Event description:
A customer reported experiencing a cgm error, specifically identified as error 42. There was no adverse impact on the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after following the instructions, the customer was able to successfully start their sensor session without encountering the error again.